Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure of a patient (patient age, sex, and weight are unknown). During the procedure, as the physician advanced the system through the scope, the guide catheter kept pushing back and the stent deployed prematurely within the scope. The nurse noted the tuohy borst/locking device did not work. The procedure was completed with another a flexima biliary stent system. No information is available regarding the patient's current condition. Several unsuccessful attempts have been made to obtain further procedure information.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.